Manufacturer narrative:
(B)(4). D10-medical product articular surface 10 mm height item# 00595204010 lot# 64458784. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and three months post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that only the bearing was revised for the reported instability. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that only the bearing was revised for the reported instability. The initial report was submitted in error and should be voided.